Event description:
Customer called to report an mc sample probe obstruction detection transducer failure, resulting in a 20ml fluid leak, possibly dilute wash solution, from the probe. The customer technical specialist (cts) advised the customer to troubleshoot the instrument by flushing the probe to assure it was not plugged with a clot; however, the customer was unable to find the syringe to conduct the troubleshooting. The next day, (B)(6) 2011, the field service engineer (fse) replaced the electrolyte injection cup (eic) assembly due to cracks and tears in the valves. The fse also performed a sample crane home alignment, rotary alignments, height alignments, and odc calibration alignments. On (B)(6) 2011, the fse returned to the site and found that the membrane was breached. The fse replaced the mc transducer, mc sample probe, and mc bead assembly. Although the root cause is not definitely determined, it is suspected that the issue was caused by the probe protruding too far into the electrolyte injection cup (eic), possibly causing the micro cracks that were found on the eic block. The fse replaced the eic block and installed the dxc 800 valves. No patients or users were harmed.

Manufacturer narrative:
(B)(4).